Event description:
It was reported that an ilet user experienced hyperglycemia when their continuous glucose reading was 316 mg/dl with upward trend after eating cereal and entering a meal announcement, with a confirmatory fingerstick of 289 mg/dl, and the user chose to change their supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.